Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, animas was notified that on (B)(6) 2013, the patient experienced a blood glucose (bg) of 509mg/dl. The patient noted some type of alarm or something wrong with the pump at the time of the bg excursion. There were no reported signs or symptoms of hyperglycemia, and it was unknown how the patient treated the bg elevation. No additional information was provided. Customer technical support has made attempts to contact the patient for troubleshooting and additional information, without success. This complaint is being reported based on the allegation that the patient experienced hyperglycemia potentially related to an issue with the pump.